Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The philips has investigated this complaint. According to additional information collected, the issue occurred, during the vascular planned non emergency treatment. The procedure was completed by moving the patient to another system. The philips remote service engineer examined the system remotely and confirmed that the geometry movements were unavailable. The rse analysed the logfile and confirmed that the position calibration, current calibration for the beam z rotation was lost. Log analysis also confirmed position errors on the longitudinal movement of the frontal stand. The rse provide assistance to the customer, and the z rotation position and z current calibration was performed, and ceiling rails was cleaned and beam longitudinal position and current calibration was performed. The rse also suggested to perform the table pivot potmeter adjustment. The fse visited onsite after some day and calibrated pivot and transversal movement in table. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.